Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens was torn. The lens was bisected with scissors and the pieces were removed from the patient's eye with no patient injury, no enlarged incision or sutures. Another same type lens was implanted during the same surgery with no problem.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue and reddish residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.